Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, scalloping occurred. The patient presented due to silent ischemia. The target lesion was located in the prox lad with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with predilatation and placement of a 3.00 x 24 mm study stent. Following post dilatation, residual stenosis was 0%. The 80% stenosed and 50mm long non-target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. A 3.5 x 32 mm taxus paclitaxel stent was implanted in the target lesion then a 4.5 x 20mm quantum maverick balloon was advanced to dilate the stent. However, the balloon was unable to cross the proximal stent edge. A second buddy wire was used to cross the lesion. Then the stent was post dilated with good angiographic result, however residual stenosis was noted. The residual stenosis was treated by implanting a 3.5 x 20mm taxus paclitaxel stent. Angiography was performed and revealed there was "scalloping" of the 3.5 x 32 mm taxus paclitaxel stent with good flow pattern. No patient complications were reported. The patient was discharged three days post-procedure on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).